Manufacturer narrative:
This report is submitted on may 12, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to unspecified medical reasons. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient developed a wound dehiscence and an infection at the implant site (specific date not reported). The patient was subsequently placed on a 2 weeks course of antibiotics (specific type and date not reported). This report is submitted on june 29, 2022.